Manufacturer narrative:
(B)(4). The device information for use under precautions states" caution: the use of a laparoscopic tissue extraction bag is recommended for the morcellation of malignant tissue or tissue suspected of being malignant and for tissue that the physician considers to be potentially harmful when disseminated in a body cavity. As morcellation may affect endometrial pathologic examination, preoperative evaluation of the endometrium should be considered. Should malignancy be identified, use of the gynecare morcellex¿ tissue morcellator may lead to dissemination of malignant tissue.

Event description:
It was reported by an attorney that a patient underwent a laparoscopic supracervical hysterectomy, left salpingo-oophorectomy and posterior repair to treat menorrhagia, pelvic pain and rectocele on (B)(6) 2010 and a morcellator was utilized. On (B)(6) 2011, the patient experienced pelvic pain, post-coital bleeding and ca results of 125. On (B)(6) 2011, the patient had an exploration surgery of the abdomen, lysis of adhesions and right salpingo-oophorectomy and a solid tumor was removed. Pathology showed psammocarcinoma. No additional information was provided.